Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic kidney donor nephrectomy, the first preloaded reload was able to fire but the second reload was loaded and got stuck on the vessels and would not release. They used another stapler to cut around the stuck stapler to resolve the issue and complete the case.